Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent a laparoscopic resection of the sigmoid bowel with end to side anastomosis. The circular stapler was used for the anastomosis. The night after the surgery there was leakage of the anastomosis. In order to resolve the issue and complete the case, intervention of endoscopic coagulation was required. There was blood loss of over 500 cc which required a blood transfusion. The patient outcome is no injury.